Manufacturer narrative:
The biomedical engineer (bme) reported that the multi gas unit is not giving a reading. He said that staff has changed out the line and water trap and the issue persists. He said that there is a gas supply error and line block error. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multi gas unit is not giving a reading. He said that staff has changed out the line and water trap and the issue persists. He said that there is a gas supply error and line block error. Not in patient use.